Event description:
It has been reported to philips that the system gave a remote alert indicating the shutters failed, which could impact imaging. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the cardiac arrhythmia diagnosis procedure was completed as planned as the collimator blades were stuck open and with the open blades, the procedure was completed. The philips field service engineer (fse) inspected the system onsite and confirmed that the shutters failed. Analysis of system log file showed that the multiple failure as the collimator was defective. The defective collimator was returned for analysis, and it was concluded that the y-shutters in the collimator were not run smoothly. To resolve the issue, fse replaced the collimator. However, after the replacement of collimator, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned without any interruption as the collimator blades were stuck open and there was no loss of live image. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.